Event description:
Based on the medical records provided by the pt's attorney: on (B)(6) 2006 - the pt underwent repair of umbilical hernia with ventralex mesh. On (B)(6) 2006 - office visit: pt doing very well, wound looks pristine, sutures removed. On (B)(6) 2008 - pt underwent repair of recurrent umbilical hernia second piece of ventralex mesh. The hernia defect was just superior to the previous mesh. On (B)(6) 2008 - office visit: pt has evidence of recurrence. On (B)(6) 2008 - pt underwent repair of recurrent incisional hernia with composix e/x mesh. Both pieces of ventralex mesh were excised. On (B)(6) 2008 - office visit: pt developed a seroma on top of the hematoma. The hematoma was evacuated. On (B)(6) 2008 - office visit: no significant drainage and does not appear the mesh is infected. Pt advised on dressing changes.

Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a ventralex mesh occurred, however, medical records were received and a review of these records identified another event. Based on the information provided it is unk whether the device may have caused or contributed to the reported event. The medical records note the pt non-compliant with dressing changes due to a reaction with his skin. The md advised to change as instructed, or an infection will occur. The pt was then treated for a recurrence with the composix e/x mesh and post operatively developed a hematoma and seroma, both of which are known adverse events listed in the IFU. A culture report provided indicates the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A review of the manufacturing records including sterility was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, the mesh remains implanted. With the currently available information, no conclusion can be drawn. See MDR 1213643-2009-00153 for information related to ventralex mesh implanted on (B)(6) 2006. See MDR 1213643-2009-00154 for information related to the ventralex mesh implanted on (B)(6) 2008.